Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014 under general anesthesia. According to the complainant, on (B)(6) 2014, the patient called the physician complaining of discomfort at her buttocks. On (B)(6) 2014, the patient was examined by the physician and it was noted that the patient had a second degree burn at the bottom of her buttocks. The burn was reportedly consistent with the size of the sheath tubing that was underneath the patient's leg which may have come in contact with the patient's buttocks. The patient was seen by the physician last (B)(6) 2014 and every five days. The patient continues to have some pain. Her burn is being treated with oral antibiotics and silvadene cream.